Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 04.027.035s, lot: l837145. Manufacturing location: (B)(4), release to warehouse date: apr 09, 2018, expiry date: apr 01, 2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The received instrument was in good condition. There were just small scratches on the surface visible. It was found that the locking screw is too much inside the blade and therefore the blade could not be locked anymore. After unscrewing the locking screw out of the blade, a functional test was performed and has shown that the blade functions as intended. The blade was able to be locked and unlocked without any problems. The received instrument is all in all in good condition. There are just small scratches on the surface visible. It was found that the locking screw is too much inside the blade and therefore the blade could not be locked anymore. This could happen, when the impactor instrument is not attached correctly to the pfna blade and will be screwed into the blade without contact with the thread. A functional test was performed and has shown that the blade is fully functional. This lot was manufactured in april 2018 according to the specification. Based on that a product related issue can be excluded. The exact cause which has led to this complaint could not be evaluated. As the part is functional as intended we determine the reported problem as handling error. As the product is fully functional the complaint in unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a proximal femoral nail antirotation (pfna) procedure on an unknown date, it was noted that the pfna blade would not attach to the inserter. Another pfna blade was used to successfully complete the procedure with a delay of approximately 2 minutes. No consequences to the patient were reported. Concomitant device reported: inserter (part number unknown, lot number unknown, quantity 1). This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).